Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. During clip deployment, "the button to release the clip would never go down" and it appeared that the "clip was crammed near the end of the device." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.